Event description:
It was reported during a pump replacement for normal battery depletion, the physician decided to replace the catheter because it was not dripping and the doctor could not draw back from the catheter. The issue was resolved. There were no symptoms or complications associated with the event. The patient status at the time of this report was ¿alive- no injury.¿ the system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# n085009022, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.